Event description:
It was reported that the patient had a damaged spindle cap on the indirect decompression (ID) spacer. The damage occurred during the implant procedure when the physician was trying to deploy the spacer and felt resistance. The spacer was removed from the patient and it was discovered that the spindle cap was broken. The explanted spacer was disposed by the medical facility.